Event description:
It was reported that the physician decided to extract the rv lead for a one time vf detection due to oversensing. The device recorded an aborted therapy. The lead was visually unremarkable and all electrical values are within normal limits. During the laser lead extraction procedure, a sudden drop in the patients blood pressure was noted. CPR was initiated and open heart surgery was performed. The patient expired soon after. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.